Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was explanted on (B)(6) 2014 due to an infection and was not replaced. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h0p7, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).